Event description:
Pain in both knees extending down to ankles, swelling in both knees extending down to ankles, unable to walk/using a cane to get around, right knee effusion increased. Info was received on 30-jan-2006 from female pt with a medical history of chondromalacia, who experienced pain and swelling in both knees extending down to ankles and unable to walk/using a cane to get around. The pt began treatment with synvisc in 2006. The pt received two injections of synvisc into both knees three days later and eight days later. In 2006, prior to injecting the first synvisc injections into both knees, the physician removed fluid from the right knee and injected cortisone into that knee. On 27-jan-2006, prior to injecting the second synvisc injections, the physician injected cortisone into both knees. The next day the pt experienced severe pain and swelling in both knees that extended down to the ankles. At the time of this report, the symptoms continued. The pt had been unable to walk and was using a cane to get around. Additional info was received in feb-2006 from the physician. The pt had a medical history of mild osteoarthritis in both knees for years with mild joint narrowing, and right knee pain, swelling and effusion since october or november 2005. The pt was previously treated with steroids. Effusion was collected from the right knee only prior to each synvisc injection. The pt received cortisone injections prior to receiving synvisc injections due to "synovitis- effusion". The pt experienced right knee pain and effusion after the first synvisc injections. In jan-2006, 7 ml or right knee synovial fluid was collected and sent to hosp for a culture (results pending). The causality of the right knee pain, swelling and effusion was assessed as unlikely. The causality of the left knee pain was assessed as possibly related to synvisc.